Event description:
A report was received that the patient was experiencing pain at the pocket site and difficulty charging the ipg. It was noted that the ipg was slightly tilted. The patient underwent a pocket revision and reportedly did well after the procedure.